Manufacturer narrative:
Sample and opened foil were returned for evaluation. The sample was visually inspected and suture has begun process of disintegration. Multiples holes in cavity were found on the package and this condition contributed to disintegration of the suture. The conditions of the holes could not be determined. Unopened samples were returned for evaluation. The samples were visually inspected and functionally tested and samples met the requirements. No pinholes were observed on the foils.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2016 and the suture was used. During the procedure, it was found that the suture had been already hydrolyzed when the package was opened. There were no adverse patient consequences reported. No further information is available.